Event description:
Event description guidant received information that this chronic transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a lower than expected ventricular pacing impedance measurment. All other lead measurements were appropriate. The caller also inquired about the device's chargetime measurement. Guidant received additional information that the system was configured for off-label bi-ventricular pacing.